Event description:
The hcp reported the patient had been on 210mcg/day of baclofen and was increased to 230mcg/day. A bridge bolus from a concentration change was entered as 51 minutes instead of 51 hours using the n'vision programmer. "The data entry system that has a linear array of digits is complicated, and may have contributed to this error by the staff." One hour later, the patient became sedated and the hcp withdrew 8ml from the sideport. The patient developed poor respiratory effort within the next hour and required intubation and mechanical ventilation overnight. Physostigmine treatment was not attempted. The patient was extubated and discharged without sequela. At discharge, the pump was delivering 210mcg/day and the pt's tone was controlled. Neurological consultation 4 days after the event found no new impairments and decreased upper extermity tone compared to prior exams.